Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9274701 for this type of defect or symptom. The other lot# is unknown. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd yr 10ml pump compatible saline 10ml fil did not flush. Material no. 306547 batch no. 9274701. Verbatim: the following information was provided by the initial reporter:recently, we have had several posiflush 10ml syringes that do not flush. They flush to 8ml or 5ml then stop. You can not flush them even when not hooked up to the patient. This has resulted in a couple instances where patients are poked a second time and one where the patient underwent four pokes when the problem was identified as the syringe. I saved one of the syringes.